Event description:
During a labral and bankart repair, while hammering the anchors down, the top peeled off of the anchor; it seemed to shatter. The surgeon used the awl and did not drill. This occurred with two anchors; the patient had hard bone. Anchors remain in patient, and the surgeon was fine with this as he felt it would still hold, and there will not be a problem. No delay and no patient injury or complications resulted.

Manufacturer narrative:
No product is being returned for evaluation.